Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test during preventative maintenance testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was unknown to the reporting facility. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed flow rate testing during preventative maintenance, was reproduced while running a test infusion and found to be caused by the pressure plate travel out of specification. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.